Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece measuring approximately 0.084" x 0.492" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the harmonic ace instrument was not working and displayed a message saying, "release the pressure". No collision was observed during use. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument did not exhibit non-intuitive motion. No known impact or patient consequence was reported.